Event description:
It was reported that patient underwent left knee arthroplasty on an unknown date. Post-operative radiographs showed subluxation of the tibial tray. Subsequently, the patient was revised due to pain, instability, and subluxation. All products were revised. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-ray review indicated that there is narrowing of the medial tibiofemoral space and slight varus alignment. In the lateral view, there is narrowing of the posterior tibiofemoral space and anterior subluxation of the tibia in relation to the femur. The anterior polyethylene spacer thickness appears normal. There is no fracture, osteolysis, or implant loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04029, 0001822565-2019-04030, and 0001822565-2019-04031. Concomitant medical products: unknown mg tibial insert catalog#: ni lot#: ni, unknown mg tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left knee arthroplasty on an unknown date. Subsequently, the patient was revised due to pain and instability.